Manufacturer narrative:
(B)(4). Image review: a photo received showed a deformed stent at the distal end of the guide catheter confirming a dislodgment.

Event description:
The physician intended to use a resolute integrity stent. There was no damage noted to the packaging of the resolute integrity stent. No issues encountered when removing the device from the hoop. Difficulties were noted when removing the protective sheath; the stent was inspected with no issues noted. The lesion was situated in the proximal/ distal lad, exhibiting moderate tortuosity, severe calcification and 80% stenosis. Resistance was encountered when advancing the device, excessive force was not used. The device did not pass through a previously deployed stent. It is reported that the stent failed to cross the lesion on the 1st attempt. The device was removed and the lesion pre-dilated. When trying to re-insert the stent again, it dislodged in the guide catheter and the whole system was removed, along with the guide. The procedure was completed with a different guide and stent. No patient injury reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.